Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "blood detected" and "autofill failure" alarms. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the "blood detected" message in the fault log. He recalibrated the blood detect circuit. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file: (B)(4).